Manufacturer narrative:
To date, information suggests that this attempted ra lead was to be returned to boston scientific, the rv lead remains in service. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that while attempting to implant this transvenous right atrial (ra) lead, friction resulted with the right ventricular (rv) lead, that then caused the rv lead to become dislodged. It became difficult for the physician to position one lead without the other moving/dislodging. A non-bsc ra lead was used in lieu. There were no adverse patient symptoms reported associated with this clinical observation.